Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer stated tampon pieces were left inside her. She was diagnosed with a uti by doctor. Was prescribed the following antibiotics from doctor: ciprofloxacin; bactrim; macrobid; penicillin.